Event description:
The customer received questionable results for ion selective electrode (ise) sodium (na) on one patient sample. The initial na result was 128 mmol/l, which was reported outside of the laboratory. The patient had been admitted to the hospital based on the result of 128 mmol/l. The sample was repeated on a cobas 6000 c501 (c501) and generated a repeat na result of 138 mmol/l. The customer deemed the repeat result of 138 mmol/l to be the correct result. There was a time delay of approximately 12 hours between the initial result and the repeat result. The customer did not have access to the patient's current condition and the outcome of the admission to the hospital was unknown to the customer. The lot number and expiration date of the na electrode in use was requested, but was not provided by the customer. The field service representative (fsr) was at the customer site on (B)(6) 2014, and could not find a cause for the event. He successfully performed an ise check. He also performed a precision check. The instrument was performing to specification. The fsr was at the customer site on (B)(6) 2014 and found that two valves were faulty. He replaced the valves. The customer performed qc and accepted all results. A precision run was successfully performed on this instrument and the c501. The instrument was performing to specification the fsr was at the customer site on (B)(6) 2014 and found that the customer determined that the black cap had not been removed from the electrode. He indicated that the customer removed the cap and installed the electrode and the problem was resolved. He checked the instrument was working. The customer performed a precision run. On further follow up, the fsr did not know which electrode the customer removed the black cap from.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The data provided by the customer was evaluated. It was determined that the values for the internal standard were stable, indicating the ise unit was performing very well. It was noted that the values for the ise calibrators had high differences, which indicates an issue with the handling of the standards. It was also noted that the black cap not being removed from the electrode could not be the root cause of the issue as the ise would not work at all. The actions of the service representative were preventative in nature.